Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, the date the event was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc mesh was implanted during a procedure. According to the complainant, after the procedure, the patient has experienced pain and subsequently has undergone a surgery. She added that she has seen one of the best specialists who told her that this will be her best condition. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.